Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. The patient reported that she felt shocking sensation from the butt to her privates and she as not able to go to the bathroom properly. The patient stated she had fallen a few times but that was before the issue started and did not think it was related. The caller did not allege that these falls were in any way related to the manufacturer device or therapy. At the time of the call the patient did not have the patient programmer to check the ins. It was noted that the soonest she could get in with the nurse practitioner at the doctor¿s office would be the 15th. No further complications were reported.